Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's new device was "working perfectly." No further information was reported.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was a suspected battery problem. It was stated that there was premature battery depletion. A replacement was done on (B)(6) 2013 and re-programming was done after that. There was also testing intraoperative and post-operatively and the problem was resolved. The patient symptoms were reported as a shocking sensation in to the gluteal area. The patient was not hospitalized and there was no patient injury. No further information was provided.

Manufacturer narrative:
Product ID: 3093-28 lot# v175569, implanted: 2008 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was having concerns with their device or therapy, but they were working with their doctor or company representative. An appointment was scheduled for (B)(6) 2013.

Event description:
It was reported that a shocking or jolting sensation had started on the left side of the buttocks area. It was stated that this had never happened before. It was reported that this lasted for 5 minutes and stopped, then came back about 45 minutes later. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.